Event description:
Biomed requested assistance with event log review for a reported free flow event while the device was on a pt. The event was not promptly reported in the hospital so the device continued to be used for other infusions; no add'l pt events were reported for this device so the biomed thinks the problem was likely with the user or the tubing, which was not saved. Lvp is sequestered but he does not have the pcu. Event occurred at (B)(6). No pt harm or medical intervention reported. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, logs have not been rec'd. A f/u report will be submitted with failure investigation results should the logs be rec'd for eval.